Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -05.50/+1.5/094 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved so the lens was explanted. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was due to patient related factor but it was unknown if the device failed to perform as intended.